Event description:
A patient reported experiencing inaccurate high results with a one touch basic enhanced meter. The patient's blood glucose results were 282mg/dl(meter),261mg/dl (lab). Tests were done within 20 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.